Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had bad or missing segments, liquid crystal display (lcd) was out of specification electrical and the hanger assembly was broken. It was noted that the keypad flex was damaged, lower case was contaminated (adhesive) and a battery drawer shorting bar was required. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display had bad or missing segments, the hanger was broken and the unit required calibration. The epg has been returned for service. There was no patient involvement.